Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event; laser was successfully verified prior to, and after the day of treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications on the day of treatment. No technical root cause could be determined as the system was performing within specifications. The manufacturer internal reference number is: 2015-16789

Event description:
An optometrist reported a case of (tlss)transient light sensitivity syndrome, observed in the patient's left eye 10 days post lasik. The reporter indicated the steroid eye drops were increased. There are two medical device reports associated with this event. This report references the left eye. Additional information has been requested